Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the diagnostic of coronary procedure which was completed by moving the patient to another system. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfile was checked and troubleshooting found that malfunctioning of the frontal ip-pc, which could be not started. To resolve the reported issue, the fse replaced the defective image processing pc (ip-pc) and returned to philips for further analysis. The cause of the ip-pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ip-pc by the field service engineer restored the functionality of the system, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system experienced a delayed startup. The system was in clinical use at the time of the reported event. There was no reported patient or user harm.